Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation surgery, the haptic had been stuck. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information received in a.1., a.2., a.3.a., a.4., b.3., b.5., d.4., d.10., h.3., h.6., h.11. The manufacturer internal reference number is: (B)(4).

Event description:
According to the additional information received stated that the haptic was broken into the injector. The initial procedure was completed on the same day. There was no patient contact occurred.